Event description:
It was reported that during a lap adjustable band case, the tongue and groove locking system detached from one side. It was noticed after device insertion through the trocar, and upon attempting to lock the band. Another like device was used to complete the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.